Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not crossing over and remote smart service (rss) were offline. A field service engineer spoke with the customer regarding the timing to access the or. Also suggested powering down and rebooting the station to potentially restore its connection to the network and server. The customer later called back and confirmed that the station was now back online. The system functioned as intended after the field service engineer guided the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, patients' information was not crossed over. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.